Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-33-ambient temperature out of operating range. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; from the time of initial contact, customer's condition has improved and they are no longer experiencing symptoms. Customer did, however, seek medical attention. Customer was hospitalized on (B)(6) 2018 for hypertension and hyperglycemia (600mg/dl fasting) and was treated with insulin injection, metformin and potassium. Customer was discharged on (B)(6) 2018.

Event description:
Consumer reported complaint for e-1 accompanied by hi and symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in extreme cold temperature. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.